Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, an alert for non-sustained lead noise was observed. Review of the episodes indicated intermittent post-paced t-wave oversensing. The issue was an isolated incident, and no action will be taken at this time. There were no adverse consequences and the patient will be monitored via merlin.net